Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after an interventional procedure. Reportedly, the device was deployed and the vessel was closed; however, several hours post procedure the patient had tingling in their feet and pain in the groin area. It was found during a femoral angiogram, that the suture had caught the side of the vessel wall. A cut down was down to clip the suture and stitch the vessel close. There were no reported adverse patient sequale. Though requested, no additional information was provided.